Manufacturer narrative:
On (B)(6) 2016, the customer contacted the siemens customer care center (ccc) to report an on-going chloride (cl) quality control (qc) issue with the instrument. A siemens customer engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran ion selective electrode (ise) calibration, which failed with poor precision. The cse swapped the cl electrode with another instrument, and ran calibrations on the original instrument which passed with the different electrode. When the cse tested the other instrument with the swapped electrode, it failed calibration with poor cl bias. The cse swapped the electrodes back to their original instruments, replaced the ise pump seals, and ran bleach through the cl electrode, after which calibration passed. In the interim, the customer had disabled the ise until the new electrode arrived. On (B)(6) 2016, the cse returned to the customer site as the newly installed cl electrode failed the previous day, which resulted in discordant results being reported. On the morning of the cse visit, calibrations, qc, and precision studies all resulted within range. The cse reran calibration and qc, which failed for the sodium method. The cse swapped the cl electrodes with another instrument, and the failures observed on this instrument were obtained on the other instrument. After swapping back the cl electrode to the original instrument, the cse ran calibration and qc, which passed twice. The customer ran 100 patient samples followed by qc, without issues. The customer is monitoring qc every two hours to ensure ise is functioning properly. The cl electrode continued to drift overnight. The cse returned the following day and replaced a crimped j49 tubing and probe guide. The customer is running calibration and qc every two hours until the problem is resolved. The cse returned to the customer site and replaced the ion-selective electrode (ise) module, and the solenoid electronic valve (gev). The cse ran calibration and precision, which passed. The cse ensured that air moves freely when pushed through the syringe. The cse replaced the cl electrode and ran calibration and qc, which passed. The cse ran precision, resulting within range. The cause of the discordant, falsely low chloride results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low chloride (cl) results were obtained on several patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The customer stated quality controls (qc) were out of range intermittently. The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
The initial MDR 2432235-2016-00150 was filed on march 28, 2016. On 04/07/2016: after troubleshooting performed by a siemens customer service engineer (cse), the issues with the ion selective electrode (ise) has been resolved. However, the chloride (cl) quality control (qc) dropped off after 18-22 hours with cl electrode lot 1512. The customer has adopted an 8 hour calibration cycle. The customer was sent a new lot of electrodes. A siemens technical service specialist (tss) followed up with the customer. The customer installed a new lot, 1601, and the method was working as expected and holding calibrations. The issue has been resolved with a replacement electrode lot number 1601. The instrument is performing according to specifications. No further evaluation of the device is required.